Event description:
No additional event information is available

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a3, b4, b5, d4, d9, e1, g4, g6, h2, h3, h6 and h11 review of the most recent repair record determined the motor speed was unstable. The motor and motor sleeve were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. G2 foreign: united kingdom. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the following unit was sent in for maintenance but found in need of repair for unstable motor speed. The event occurred outside of surgery. There was no reported patient harm, or delay. Due diligence is in process, no further information is available at this time.